Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (330 mg/dl). The customer changed out their supplies and delivered a correction bolus. Customer stated bg levels started to trend downward. The cause of the elevated bg level was unknown. System check with tandem technical support could not be performed as the customer had already changed the supplies prior to the call. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.